Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent right total hip replacement surgery on (B)(6) 2010 and was revised on (B)(6) 2015 due to fretting and corrosion. Update per medical review: intraoperative cultures were noted to be positive for e.coli.

Manufacturer narrative:
The following devices were also listed in this report: accolade plus tmzf hip stem #6; cat# 6021-0637; lot# 32810002 primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mjapjx trident 0 deg insert 44mm; cat# 623-00-44f; lot# mjdndy 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mht414 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding fretting, corrosion and infection involving a v40 lfit head was reported. The event for fretting and corrosion was not was not confirmed. However, infection was confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there are no x-rays available for review, no examination of the explanted components, and no bone scan, MRI or x-ray reports consistent with a loose femoral component. There is no histopathology suggesting altr, pseudotumor, alval, metallosis, trunnionosis or pathologic corrosion. There is no evidence this clinical picture, which could relate to periprosthetic infection, was related to factors of faulty implant design, manufacturing or materials. If additional clinical information becomes available this review will be updated.¿ -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event of fretting and corrosion was not confirmed but infection was confirmed. Based on the clinicians report, ¿there are no x-rays available for review, no examination of the explanted components, and no bone scan, MRI or x-ray reports consistent with a loose femoral component. There is no histopathology suggesting altr, pseudotumor, alval, metallosis, trunnionosis or pathologic corrosion. There is no evidence this clinical picture, which could relate to periprosthetic infection, was related to factors of faulty implant design, manufacturing or materials. If additional clinical information becomes available this review will be updated.¿

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent right total hip replacement surgery on (B)(6) 2010 and was revised on (B)(6) 2015 due to fretting and corrosion.